Event description:
The pt reported that the pump emitted a "low battery" warning at which time it became warm to the touch. The pt reported that the battery was warm as well. There were no visible pump issues.

Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, the results will be provided in the supplemental report. No conclusions can be made at this time.